Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the remaining longevity of this device decreased from 8 years remaining to 4.5 years remaining in a year. Battery consumption was 178%. It was indicated that no programming values were adjusted and the patient had not received any treatments or operations. Boston scientific technical services (ts) and engineering reviewed the data and confirmed the device was malfunctioning. Device replacement was recommended. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.